Event description:
End user returned jazzy wheelchair for dealer repair. There was no jazzy loaner available, pt requested a scooter. Pt has lower back problems. Pt had scooter for 2 days indoors with no problems. On third day pt went outside with scooter. Pt was driving down a sloped sidewalk when pt and scooter fell over to the left. The pt sustained a broken elbow and leg.